Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "connection between the pbp pre pump and the perfusion pump" of a prismaflex tpe2000 set was broken and leaking during priming. There was no patient involvement. No additional information is available.